Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that the insulin pump vibrated and the display was blank after exposure to water. Blood glucose level at the time of the incident was 3.7 mmol/l. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Unit was not received stuck in the manufacturing mode. Unit power up properly after battery installation. Unit was received with operating currents within specification. Unit passed self-test and displacement test. Unit was monitored and no blank display anomalies noted. Power connector plug in and locked in place properly. Unit was connected properly with test glucose meter. Unit failed leak test, unit leaked at a cracked on the back of the case. Traces of corrosion found at the electronic assembly per visual inspection. Unit was received with cracked case on the back at the battery tube area and battery tube threads. Unit was received with fading serial number label. Unit was received with minor scratched display window, case and keypad overlay.